Event description:
Health professional reported a leak in the tubing of a lap-band device first observed by the pt due to feeling "no restriction." The port and tubing were explanted and replaced.

Manufacturer narrative:
(B)(4). Allergan has rec'd the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the rptr, the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."